Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during tightening in the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. There is damage also ¿180° apart indicating the set screw slipping in the bone screw head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. There is damage also ¿180° apart indicating the set screw slipping in the bone screw head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.